Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error followed by intermittent buttons due to corroded keypad traces. The insulin pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with scratched lcd window, and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was 213 mg/dl at the time of the call. Father stated the insulin pump may have been exposed to moisture, and now the keypad is unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.